Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation when lens was inserted into eye noticed a small scratch in the periphery. The lens was still implanted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.10. The product was not returned. A photo was provided of the lens in the eye. An arrow has been drawn pointing towards the edge of the optic. Due to the poor quality of the photo, it difficult to discern any damage. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. Due to the poor quality of the provided photo, we are unable to observed the reported scratch. The account indicated the product was not available to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).